Event description:
It was reported that pump screen appeared dark and would not turn on despite attempts to power it, with only brief slight illumination before going black and a red light blinking around button. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.